Manufacturer narrative:
Retainer = missing. The pump was returned for cosmetic damage located on the battery compartment found on (B)(6) 2021. The pump was received with missing retainer and partially broken reservoir tube lip. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer and partially broken reservoir tube lip. The following were noted during physical inspection: partially broken reservoir tube lip, missing retainer, scratched case, cracked select button keypad overlay, stained keypad overlay, serial number label faded, pillowing keypad overlay, missing reservoir tube o-ring, and cracked battery compartment. Cosmetic damage on the battery compartment, missing retainer, and partially broken reservoir tube lip are confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack in case along battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.